Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, a curved opening on radius, and yellow particles on the shell. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact, wear abrasion, and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.